Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction and altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 400 mg/dl. A correction injection via manual injection was administered to address bg level. After removing the obstruction from the speaker holes, the alarm cleared however the altitude alarm recurred. Customer loaded a new cartridge however the altitude alarm recurred.the customer reloaded the original cartridge and resumed insulin therapy.